Manufacturer narrative:
Customer rep evaluated the system. A loaner panorama server was provided to the customer, while the unit is being evaluated.

Event description:
Customer reported a break in data and an error message on the panorama central station, which may have resulted in loss of telemetry monitoring. No pt injury was reported.